Event description:
It was reported while using bd facslyric¿ waste leaked outside of instrument. There was no reported user impact. The following information was provided by the initial reporter, translated from german to english: the sample head has been dripping for a week. Do you also have a suggested solution for this? 1. Was the leak contained within the instrument? Not contained. 3. Was there spray of fluid under pressure? 4. What was the fluid that leaked? Unknown. 5. What is the source of leak -- waste line or non-waste line? After waste line. 5. Was the leak mixed with bleach or decontaminate? No. 6. Was the customer exposed to blood or bodily fluids? No.

Manufacturer narrative:
H6: investigation summary: scope of issue: the scope of issue is only limited to facslyric 3l12c instrument ceivd, part # 663029 and serial # (B)(6). Problem statement: customer reported a complaint on a leakage without bleach not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 15dec2019 to date 15dec2020. Complaint trend: there are 6 complaints related to the above problem; date range from 15dec2019 to date 15dec2020. Manufacturing device history record (DHR) review: DHR part # 663029 serial # (B)(6) file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leakage not contained within the instrument was due to a clog in the v8 tubing. Prolonged periods without use of the instrument or inconsistent cleaning schedules can sometimes lead to an accumulation of debris and crystals with the instruments fluidics. These crystals can cause issues for the instruments functionality, as clogs can lead to flow rate issues, leakages, and erroneous results. The tsr (technical service representative) who responded to the customers call advised the customer to remove the v8 tubing, massage it, and reinsert it in order to clear the clog. No parts were requested for evaluation as there were no replaced parts. After the repair, the customer reported that the instrument was working as intended and was no longer dripping. Although the leakage of biohazardous material can cause harm to the customer from exposure to samples and chemicals, the customer was not harmed in any way as they had not come in contact with the leakage. Additionally, the leak was not under pressure and did not spray, and thus did not significantly increase the risk of exposure. This instrument was being used for research purposes, not clinical treatment, and so this incident did not affect or delay the diagnosis of a patient. In order to avoid clogs, proper daily and monthly cleaning procedures must be followed and can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 1/vers. A. The safety risk is moderate, s3, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2019. Defective part number: n/a. Work order notes: subject / reported: 663029 - facslyric 3l12c instrument ceivd - the sample attachment has been dripping for a week. Problem description: the sample head has been dripping for a week. Do you also have a suggested solution for this? Work performed: hose taken from v8, kneaded away crystals and reinserted hose. Cause: crystals in the tube of v8. Solution: hose removed from v8, kneaded away crystals and reinserted hose - sit flush works again, wo is closed. Returned sample evaluation: a return sample was not requested because no parts were replaced. Risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Tfs ID: 89169. ID: libivd-ra-61 2.1.6. Reg status: ivd; ruo. Hazard: exposure to biological sample. Cause: back drip from injection port (sit). Harmful effects: harm to operator. (Exposure to stained sample). Risk control: sit design to capture back drops. Provide instruction for universal precautions. Reg link (tfs ID): 93132 libivd-did-262 sample preservation during pause. Implementation verification: lsvn-1008-dp sit backflow control, libivd-se-15-51ir. Effectiveness verification: lsvn-1008-dr, libivd-se-15-51ir. Probability: 1. Severity: 3. Risk index: 3. Residual risk evaluation: a. New hazards: none. Root cause: based on the investigation results the root cause of the leakage not contained within the instrument was due to a clogged v8 tubing. Conclusion: based on the investigation results the root cause of the leakage not contained within the instrument was due to a clogged v8 tubing. The tsr recommended that the customer remove the v8 line, massage it, and reinsert it to get rid of the blockage. After the repair, the customer reported that the instrument was functioning as expected and was no longer leaking. No one was harmed or injured due to the incident, and since the instrument was not being used for clinical treatment, no patients were affected. The safety risk is moderate, s3, and there was no impact to customer health or safety.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd facslyric¿ waste leaked outside of instrument. There was no reported user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the sample head has been dripping for a week. Do you also have a suggested solution for this? Was the leak contained within the instrument? Not contained was there spray of fluid under pressure? What was the fluid that leaked? Unknown what is the source of leak -- waste line or non-waste line? After waste line was the leak mixed with bleach or decontaminate? No was the customer exposed to blood or bodily fluids? No.